Event description:
Healthcare professional reported left side rupture; MRI preformed. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "new complaint". Healthcare professional reported rupture. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.